Event description:
Initial information received from a physician via a sales representative on (B)(4) 2012: a pt initiated poly-l-lactic acid (sculptra aesthetic) (lot# and expiration date unk). The pt developed sq facial nodules with the past treatment. The pt only received 0.7 - 1.0cc per cheek in 8cc dilution for three treatments, spaced at least over 1.5 years. The pt was diagnosed with sarcoidosis in the lungs after the last treatment of poly-l-lactic acid. Medical history included migraines. No corrective and concomitant medications were reported. No further relevant information provided. Pharmacovigilance comment: sanofi company comments dated (B)(6) 2012: this case lacks significant information (e.g. Complete details of the events including onset dates, complete medical history, concomitant medications, counteractive measures, etc.) To make a complete medical assessment. Additional information will be requested.